Event description:
It was reported that the 3.5 x 12 mm vision was being used in the procedure to treat a mildly calcified right coronary artery lesion; however, the device would not hold pressure; therefore, the stent would not deploy. The stent delivery system (sds) was removed with the stent implant intact. There was no reported resistance during advancement or removal of the sds. It was further noted that the device had been prepped prior to use without any issue. A 3.0 x 12 mm vision stent was used to complete the procedure with a good patient outcome. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned stent delivery system (sds) found blood visible on the balloon and crystallized contrast in the inflation lumen, consistent with preparation and the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers. There were bent and stretched proximal stent struts noted. There was a kink in the distal shaft 3.9 cm distal to the guide wire exit notch. There were multiple kinks and bends throughout the entire length of the hypotube. As the noted stent damage and kinks and bends were not reported with the case description, it is likely that the noted damages occurred during the procedure or during packing for return analysis and do not appear to have contributed to the reported difficulties. A new indeflator filled with water was used to pressurize the sds but the sds could not be pressurized. The sds was left pressurized overnight and the sds was able to be pressurized and the stent implant expanded. The balloon was pressurized to rated burst pressure (rbp) and the balloon held pressure and there were no leaks noted. It is possible that the contrast mix ratio may have been improperly diluted and could have contributed to the inflation failure. Contrast that is more concentrated can lead to slower inflation. It is specified in the instructions for use (IFU), materials required section, that the contrast is 60% contrast diluted 1:1 with normal saline. Difficulty deploying the stent can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the device, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, accessory device support, and/or contamination in the inflation lumen and inner diameter of the shaft. To help ensure that the reported difficulties are not due to manufacturing, 100% of the products are inspected for damage and leak tested and a sampling of units is destructively tested for proper balloon inflation and deflation. A search of the device lot history record indicated no nonconformances for the lot and a search of the complaint-handling database indicated no related incidents. There is no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.